Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set tubing broke at the set entry. Upon investigation, of the returned used (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.